Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5079004.

Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on a non targeted area due to lead migration. The patient underwent a lead replacement procedure. The explanted leads were discarded by the medical facility.